Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 316 mg/dl, 129 mg/dl and 108 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter alleged, at another time, she obtained discrepant back to back blood glucose results of 502 mg/dl, 180 mg/dl and 178 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the times of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.